Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refn0866 showed no other similar product complaint(s) from this lot number.

Event description:
The following was reported, "a call from a nurse in charge of the user is answered, who states that the catheter is draining. The unit is assisted and when irrigating the red port of the device, a leak is observed at the end where the butterfly joins the catheter. Dysfunctional device associated with leak is concluded." Additional information: "it is observed that it is a powerpicc 4 fr bilumen which was probably occluded and when it was uncovered it could have burst."

Event description:
The following was reported, "a call from a nurse in charge of the user is answered, who states that the catheter is draining. The unit is assisted and when irrigating the red port of the device, a leak is observed at the end where the butterfly joins the catheter. Dysfunctional device associated with leak is concluded." Additional information: "it is observed that it is a powerpicc 4 fr bilumen which was probably occluded and when it was uncovered it could have burst." Additional information received: has there been exposure to blood or chemotherapy to the mucous membranes or skin? (Detail). A: no. Was there a need to remove the catheter and insert another to complete the treatment? A: yes, due to dysfunction, fluid leakage and therefore his antibiotic treatment. If yes, was the procedure performed in a surgical center? A: no, procedure room.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph and one segment of digital video which depicted a 4fr d/l powerpicc sv catheter. The photograph depicted the device following removal. Biological residues were visible throughout the sample and needleless injection caps were attached to both luer adapters. The video depicted the device prior to removal from the patient. The device was being flushed and clear liquid was visible leaking from the sample just distal of the molded joint. While a leak appeared visible in the submitted video, inspection of the video and photograph was insufficient to identify the cause of the leak. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include sharp instrument contact and material fatigue.